Event description:
During a transfer from a wheelchair to her bed. As they moved the lift toward the bed, both straps broke causing the resident's upper body to fall backward. The resident struck her head on the assist bar of the bed and then on the floor. The sling had been attached to the lift using the white straps. The resident received a laceration to her ear and a minor head injury. Resident was brought to the ER for a CT scan which was negative.

Manufacturer narrative:
Facility was unable to determine the age of the sling as the instruction tag had worn off. Based on our records and characteristics of sling as described by facility, it appears that the sling as described by facility, it appears that the sling was likely bleached and was approximately 5 years old. Both the use of bleach and use of product for this long are not recommended by us.